Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the pt alleged injury.

Manufacturer narrative:
Additional information: a & b. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient is pelvic relaxation. Complications post-pelvicol implantation: 2008: cystocele, urge incontinence and urinary tract infection. Additional implant surgery: 2008: underwent anterior repair with pelvicol, sacrospinous ligament suspension and a vaginal vault sling per dr. (B)(6) for mixed stress and urge incontinence, cystocele and vaginal vault prolapse. Complications post additional implant surgery: 2008: she presents with abdominal sepsis with pneumoperitoneum with need for central IV access for monitoring and nutrition. Additional surgery: 2008: underwent exploratory laparotomy with small bowel resection and insertion of left subclavian triple lumen catheter for abdominal sepsis with pneumoperitoneum and insertion of left subclavian triple lumen catheter.